Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and the speaker does not produce sound. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and the speaker does not produce sound. The device was in use on a patient. There was no report of patient or user harm.